Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. Upon visual inspection the service technician noted that they replaced front cover, rear case, barrel clamp, left/right iui, and top disk holder. Based on the findings, service determined that the proximate cause of the reported issue was due to wear of the front case. Device history review a review of the device history record for sn (B)(4) was performed from the date of manufacture 12/14/2017 to the present date 12/11/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer reported the device is broken/damaged. No patient involvement.